Manufacturer narrative:
(B) (4). (B) (4)

Event description:
Procedure type: cholecystectomy. According to the reporter: during the procedure, surgeon noted a foreign body in abdomen, they think the piece is from a 5mm trocar that had broken off during case. Foreign body removed without difficulty. No pt injury reported.